Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. Evaluation confirmed that the battery compartment is intact and there was no evidence of moisture ingress. A review of the pump history confirmed a low battery warning occurred on (B)(6) 2011. The pump history indicated that the user installed a fully charged battery on (B)(6) 2011 and continued insulin pump therapy until (B)(6) 2011. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint could not be confirmed or duplicated on investigation; there was no defect found.

Event description:
The patient reported that on (B)(6) 2011 the pump was warm to the touch. He stated that he changed his infusion set and went to work, and later noticed a low battery warning. The patient reported that when he removed the battery, it was hot to the touch. He stated that he did not sustain any burn or injury as a result of the incident. He denied corrosion on the battery. He stated that the previous battery change was on (B)(6) 2011. The patient confirmed that the pump was not exposed to water or moisture, and that there was no physical damage to the battery cap and compartment. He stated that the battery cap was secure to the pump, and that the battery cap was changed within the past three months.